Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll japan for evaluation. The customer's report was observed during testing. However, the reported problem could not be duplicated. The device was returned to the customer for scrap. Contact with the customer confirmed that the device was scrapped onsite. Analysis of reports of this type has not identified an increase in trend.